Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, self test and p-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found evidence of moisture damage on the force sensor and electric circuit board 2. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked case (battery tube), label damage (stained serial number label) and battery tube threads - cracked. Cosmetic damage confirmed at cracked case (battery tube). Moisture damage confirmed on electric circuit board 2 and the force sensor.

Event description:
Information received by medtronic indicated that the insulin pump that has a cracked and got exposed to water. No harm requiring medical intervention was reported. The insulin pump returned for analysis.